Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized on (B)(6) 2017 at 11:30 pm due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level at the time of admission was 370 mg/dl. The customer had symptoms such as puking, sweating, and losing his balance. They were treated with intravenous fluids and insulin drip. The customer was not wearing the insulin pump at the time of hospitalization. They were off the insulin pump for less than 48 hours prior to the hospitalization. Troubleshooting was performed and insulin exited without incident. The basic occlusion test was preformed twice and the device passed on the second try. The device will not be returned for analysis.